Manufacturer narrative:
Vyaire reference number:(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. Transducer calibrations were performed and tested, but were unable to resolve the customer's reported issue. A replacement main printed circuit board assembly (pcba) and turbine has been ordered and upon receipt of the replacement component, the evaluation and repair will be completed. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "vent inop" and "motor fault" while use on patient use. The customer reported that there was no patient harm or injury due to the event.

Manufacturer narrative:
The reported complaint was confirmed and duplicated. Failed pt800, turbine press diff transducer. This issue will be internally investigated within vyaire.